Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a malfunctioning pump. During the procedure a new pump was implanted. No information was provided about the patient's outcome. Product analysis confirmed the reported events as the pump the 8lb activation test. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had experienced some pain and device autoinflation following the implant procedure. During an office visit, the physician noted that the ipp was in a good position; therefore, further training was provided. Five months after implant, there were no more autoinflation issues. Around ten months after implant, the patient presented difficulty inflating the ipp as the pump was getting "stuck", leading to the valve being reset. Approximately a year after the ipp had been implanted, the patient still experienced a sticky pump, deflation difficulty, dimpling and the device not cycling well. Two months later, a surgical procedure was performed. During the intervention, the pump was extracted and attempted to be cycled; however, the process was difficult both intracorporeally and extracorporeally. There was no kinking noted to the kink resistant tubing (krt). The focus was switched to the reservoir and after releasing some adhesions that had formed, inflation was reattempted to no avail. The course of the reservoir tubing was then redirected, and the focus switched to the cylinders. The krt from the cylinders was dissected and freed to the level of the corporotomies and the adhesions were also released. Despite the maneuver, there were still cycling issues; therefore, the decision was made to replace the existing pump. Once the new component had been connected, the ipp cycled appropriately. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual analysis of the pump did not identify any leaks. Upon functional testing, it was noted that the pump did not pass the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. The reported allegations of the pump being difficult to inflate, difficult to deflate, mechanical issues, pump collapse, and spontaneous inflation were most likely due to the pump not passing the activation test. This activation behavior could affect the functionality of the device; therefore, product analysis confirmed the reported events. Additionally, the reported patient symptoms of adhesions and pain are known risks associated with ams 700 procedures and are noted as such in the device instructions for use.

Manufacturer narrative:
H10 updated. Product investigation completed. Product analysis confirmed the reported events related to a "mechanical issue." The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a malfunctioning pump. During the procedure a new pump was implanted. No information was provided about the patient's outcome. Product analysis confirmed the reported events as the pump the 8lb activation test. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B5, h10: updated. H10: updated product investigation completed. Product analysis confirmed the reported events related to a "mechanical issue." The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a malfunctioning pump. During the procedure a new pump was implanted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.